Event description:
The facility did not state the reason for the return of a posey sitter select alarm unit. Inspection shows that there was corrosion in the battery compartment which could cause the alarm to work intermittently. No pt injury reported.

Manufacturer narrative:
Eval codes: results - (other) - corrosion consistent with battery leakage was present on the battery door. Conclusions: corrosion is most commonly associated with the use of replacement batteries from differing battery manufacturers or the mixing of old and new batteries in the device. Proper use of replacement batteries is supplied to the customer.